Manufacturer narrative:
H3. Analysis of catheter serial number (B)(6) identified a kink in the catheter body. Visual inspection identified there was damage to the transition tubing. Analysis of catheter serial number (B)(6) identified the catheter body to be deformed in shape, however, it did not affect the performance of the catheter. Analysis of the pump identified no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID: 8784; product type: 0184-catheter; implant date: on (B)(6) 2018; explant date: on (B)(6) 2024; brand name: ascenda; product ID: 8781; product type: 0184-catheter; implant date: on (B)(6) 2018; explant date: on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorp hone), bupivacaine, and ketamine via an implantable pump. It was reported that the patient had loss of pain control. The pump motor stalled, and the catheter was not patent. There were no kn own environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting: catheter access port procedure (cap). The catheter and pump were replaced, and both will be sent for analysis. Outcome: the issue was resolved. The physician had no further information for medtronic. The patient was alive and no injury.